Event description:
Coronary balloon would not deflate in rca after stenting. Multiple attempts were made with indeflator, 60cc syringe, sucky syringe and 3cc syringe to deflate the ballon. Multiple attempts to puncture balloon were made with various wires. Physician talked to medtronic rep on phone. Nc stormer was inflated to five atmospheres, allowed to deflate for three mins at negative pressure. Nc stormer inflated until balloon rupture occurred. Balloon catheter removed. Balloon was not intact so the shaft of the catheter. Patient sent for emergency cab.